Event description:
A patient's inr result was >8 on the suspect device when run by a nurse. The patient was sent to the lab and the lab inr was 4.7. Treatment was not provided. Controls were in range. The nurse did not repeat the test.